Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log as a high drain 108 alarm; however, the cause could not be determined. There was no non-conforming product found related to this event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 108 (night drain cycle eight) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 11:32:59. No further information was available.